Event description:
Boston scientific received information that the distal tip of this electrode abscessed and eroded through the skin. Reportedly, the suture was quite superficial. The physician removed the suture that was exposed, cleaned the wound, and closed the site. The patient was placed on oral antibiotics and the physician was going to monitor. The patient had some skin cancer just below the site that was excised, but may not be related to the infection. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.